Event description:
It was reported; the patient was experiencing ineffective therapy at the cervical location. Reprogramming was unsuccessful at restoring therapy. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the full scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.